Event description:
It was reported that upon interrogation, this device was found to be in safety mode. An urgent box change was recommended, but has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during other transient elevated power states which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that upon interrogation, this device was found to be in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that upon interrogation, this device was found to be in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.